Event description:
It was reported that the device has a bad logic board. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received damaged front case keypad, rear case, third party battery, logic board and corroded iui(inter-unit interface). Based on the findings, service determined that the reported issue was due to customer damage of the logic board. Device history record: a review of the device history record showed the device had a manufacture date of 15sep2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a bad logic board. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a bad logic board. No additional information was provided. There was no patient involvement.